Manufacturer narrative:
The reported product is an unknown gem flow coupler device. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the approximate percentage of patients that experienced blood vessel damage caused by a gem flow coupler device was 11-15%. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.